Manufacturer narrative:
Upon receipt of the complaint sample the unit was decontaminated and visually insp. A small hole was observed just proximal to the santoprene sleeve, confirming the defect. An attempt was made to recreate the defect by bending new powerwand IV catheters at the exact location, 90 degrees in one direction until a hole was created. One out of 6 units that were fatigue tested in this method was observed with a hole after 80 bend cycles. Conclusion: based on the results, the subject IV catheter would have had to be bent over 80 times (8 times/day). Under normal clinical practice that amount of handling is deemed excessive/abusive. Review of the complaint unit's device history record did not reveal any component/process/test anomalies that would have contributed to the problem reported. No definitive info that would lead the company to take further corrective action at this time, except to carefully monitor for recurrence of this type of device malfunction.

Event description:
"Nurse went to flush line. Catheter leaking. After pulling catheter, she noticed a hole at the santoprene (strain relief sleeve at juncture of luer hub and catheter tube/body). Nurse described it as "crack, small hole." Line was placed for 10 days without any problems prior. Catheter was removed and replaced. No pt harm.